Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was able to reproduce the reported clinical observations, and detailed analysis revealed abnormalities. The field report observed a twisted lead body which was an indication of twiddler's syndrome (a patient turning the pg device in the muscle pocket). This type of induced damage is due to a failure to follow instructions. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. This report is being submitted to correct the initial reporter email field (e1) in section e, initial reporter.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown product performance anomaly which may lead to potential threat or interference. This rv lead was replaced with a non boston scientific model and returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown product performance anomaly which may lead to potential threat or interference. This rv lead was replaced with a non boston scientific model and returned for analysis. No additional adverse patient effects were reported.